Manufacturer narrative:
Concomitant medical products: 0157 lead, implanted on (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture on the right atrial (ra) lead and it also exhibited high and undefined impedance readings, it was noted on an x-ray that as the patient grew the lead appeared to stretch to the point of fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.